Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the infusion set anomaly. Customer advised the infusion set was loose and did not lock when connected to the reservoir. Customer was advised a replacement infusion would be sent out. The damaged infusion set will not be returned for analysis.